Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses (tg3720/05909322 and tg3420/06452550). The patient tolerated the procedure.on (B)(6) 2009, in a follow-up study, distal type I and type ii endoleaks were revealed. False lumen diameter was 62 mm. A wait-and-watch approach was taken to the endoleaks.on (B)(6) 2009, the patient was discharged from the hospital.on (B)(6) 2009, in six-month follow-up study, the distal type I endoleak was resolved, but the type ii endoleak still remained. False lumen diameter had shrunk to 54 mm.on (B)(6) 2010, in one-year follow-up study, type ii endoleak remained. False lumen diameter was 51 mm.on (B)(6) 2011, in two-year follow-up study, a recurrent distal type I as well as type ii endoleaks were present. False lumen diameter had enlarged to 56 mm. A wait-and-watch approach was taken to the endoleaks.on (B)(6) 2011, the patient was implanted with a non-gore endoprosthesis to treat the endoleaks.on (B)(6) 2012, in three-year follow-up study, the distal type I endoleak was resolved, but the type ii endoleak still persisted. False lumen diameter was 57 mm. Also, the patient suffered from appendicitis and the appendix was surgically removed.on (B)(6) 2013, in four-year follow-up study, the type ii endoleak still remained. False lumen diameter was 59 mm.on (B)(6) 2013, in five-year follow-up study, the type ii endoleak was resolved. However, the false lumen had expanded proximally and its diameter further enlarged to 69 mm. Also, a coronary artery aneurysm was revealed.on (B)(6) 2013, the patient underwent aortic arch replacement procedure to treat the false lumen expansion. Also, aneurysm plication was performed to repair the coronary artery aneurysm.the patient completed her five-year follow-up studies.